Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a warm sensation in/around the ins during recharging and it was recommended that he add a layer of insulating material between the charge antenna and skin. The patient was seeing all eight coupling bars during charging, which took 30 minutes. The last time he charged he saw 2-7 coupling bars and charging took 2.5 hours. It was stated that the patient underwent surgery to fix the problem (details not provided). Per the manufacturer device tracking system, two new leads and a new extension were implanted on (B)(6) 2010, and one lead was removed. Further information is being requested from the hcp.